Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present long the pusher assembly approximately 4.0, 4.5, 27.0, 130.0, 137.5 and 138.5 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the first returned smart coil revealed a functional device. Further evaluation revealed the pusher assembly mid-joint was retracted through its introducer sheath friction lock. If this occurs, resistance may be experienced during advancement of the smart coil within its introducer sheath. This damage was likely incidental to the reported complaint and may have occurred after removal of the device from the procedure. During functional testing, the smart coil was advance through its introducer sheath and a demonstration microcatheter with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the inability to advance the smart coil during the procedure could not be determined. Evaluation of the second returned smart coil revealed the pusher assembly mid-joint was retracted through the introducer sheath friction lock and the pusher assembly kinks. If this occurs, resistance may be experienced during advancement of the smart coil through its introducer sheath. Forcefully advancement against resistance may result in the pusher assembly kinks. During functional testing, resistance was experienced while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock; therefore, the introducer sheath was removed distally, and the smart coil was re-sheathed properly. The smart coil was then advanced through its introducer sheath and a demonstration microcatheter with resistance due to the pusher assembly kinks. Further evaluation revealed additional pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01923.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01923.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician encountered resistance while advancing a 6x15 smart coil into the non-penumbra microcatheter. The physician also reported that the 6x15 smart coil stopped advancing at the middle of the microcatheter. The 6x15 smart coil was therefore removed from the procedure. A new 6x15 smart coil was then implanted successfully using the same microcatheter. While advancing the next 4x6 smart coil through its introducer sheath, the physician encountered resistance and reported that it became stuck and would no longer advance. The 4x6 smart coil was therefore removed and was no longer used in the procedure. Another smart coil and the same microcatheter were then used to complete the procedure. There was no report of an adverse effect to the patient.